Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported this lead was not able to be successfully implanted, the physician was unable to obtain sensing or very low p waves if any. He decided that since we could not get a good current of injury and no sensing due to the atrium being so enlarged from chronic a-fib that we would just port plug the atrial port. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported this lead was not able to be successfully implanted, the physician was unable to obtain sensing or very low p waves if any. He decided that since we could not get a good current of injury and no sensing due to the atrium being so enlarged from chronic a-fib that we would just port plug the atrial port. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported this lead was not able to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced. No adverse patient effects were reported.